Event description:
A report was received that the trial patient had developed an infection at the lead site. Symptoms include pain, lump and fluid at the site. The physician believed that the infection was procedure related. The patient was admitted in the hospital and was given antibiotics. The leads were explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the trial patient had developed an infection at the lead site. Symptoms include pain, lump and fluid at the site. The physician believed that the infection was procedure related. The patient was admitted in the hospital and was given antibiotics. The leads were explanted.

Manufacturer narrative:
Additional information was received that the patient's infection had been resolved as her previous treatments were successful.